Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the procedure, when implanting this right atrial (ra) lead, the patient was in normal sinus rhythm. After deployment of the helix mechanism, the parameters were not as expected, even after attempting to reposition the lead in several places. The p wave was too low (amplitude) to be accepted, and brady pacing was not as expected. The patient went into atrial fibrillation. It was also noted that the patient's cardiac tissue was extremely sensitive. The lead was removed from the patient, and the physician removed tissue that was embedded in the helix mechanism. The physician intended to make another attempt to implant the lead, but the helix lost gradual movement, and made a jumping motion when helix extension was performed. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, when implanting the right atrial (ra) lead, the patient was in normal sinus rhythm. After deployment of the helix mechanism, the parameters were not as expected, even after attempting to reposition the lead in several places. The p wave was also too low (amplitude) to be accepted, and brady pacing was not as expected. The patient went into atrial fibrillation. It was also noted that the patient's cardiac tissue was extremely sensitive. The lead was removed from the patient, and the physician removed tissue that was embedded in the helix mechanism. The physician intended to make another attempt to implant the lead, but the helix lost gradual movement, and made a jumping motion when helix extension was performed. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was returned for analysis.